Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced, and the hard drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.